Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not printing. A technical support specialist (tss) followed a knowledge article (zebra label printer is not printing) and reconfigured the label printer. The customer mentioned that a red light was illuminated on the printer. The tss recommended checking for some common issues (media issues, print head, calibration), and the customer confirmed that the printer was then worked fine. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the label printer was not printing. Customer tried to reboot, unplug and plug all the cables, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.